Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, tamper seal was intact. Functional testing duplicated the reported complaint. The root cause was found to be the liquid crystal display. The liquid crystal display was replaced.

Event description:
It was reported that the liquid crystal display was bleeding during testing. No patient injury reported.